Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va22t60, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
: Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that they are in or and just implanted interstim but are seeing over 4k ohms on all pairs with contact 1. Caller stated physician already removed, wiped down and re-inserted lead and they already raised testing parameters to 1.5v and 240 pw but saw same result. Caller run impedances at the following parameters: 1.0v, 300 pw - all contact 1 pairs over 4k ohms 1.5v, 300 pw - all contact 1 pairs over 4k ohms 2.0v, 360 pw - all contact 1 pairs over 4k ohms. Pat agent had caller have physician tug slightly on the lead in the ins and they confirmed it was secure and they could see the blue tip in the header. Caller confirmed there were no issues with inserting the lead into the ins. Caller stated they had performed motor testing prior to call with all contacts and saw response and could see response from patient when checking impedance. No symptoms reported. Additional information was received in response to the resolution, it was stated that the lead was left implanted and they were able to see motor responses on four electrodes and the health care provided was comfortable with motor responses so they closed patient up and left lead and battery implanted. No further complications were reported/anticipated at this time.